Manufacturer narrative:
PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop biliary drainage catheter was placed in a patient during a drainage procedure on (B)(6) 2018. The procedure was completed successfully and the patient was instructed to remove the drainage bag the following day. The patient was scheduled to be released from the hospital on (B)(6) 2018, but remained hospitalized due to nausea. The physician was informed of catheter leakage on (B)(6) 2018, but was unable to replace the device that day due to the unavailability of anesthesia. The replacement procedure was scheduled for the following day. The device was replaced successfully on (B)(6) 2018 and the patient was later released from the hospital.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One used, unlocked 8.5fr mac-loc catheter was returned for evaluation. The first piece of the device was comprised of the mac-loc hub, connector cap and approximately 2mm of catheter tubing ending with a cut. The second piece was comprised of approximately 46 cm of catheter tubing ending with the distal pigtail curl. Biological matter was present on the device and no additional surface damage was noted. A leak test was unable to be performed, as the catheter tubing was too short to be clamped with hemostats. A twist test revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found to be wound in the threads. The flare appeared or have a lip, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode, and the technical files covering the catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record could not be completed because the lot number is unknown. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.